Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17467693l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added to h10 until the biosense webster system is also updated. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter. During the procedure the catheter was entrapped in the mitral valve. The patient was taken to the operating room for surgical intervention. The patient required extended hospitalization in the sicu. The physician did not provide a causality opinion for the cause of this adverse event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. In the "precautions" of the "instructions for use" it states, "to prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region."